Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (1g, repeated every fifth day, intraperitoneally, duration not reported) and injection fortum (500g, daily, intraperitoneally, for 14 days) for peritonitis. It was not reported if dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 2 of 3.